Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint b1 on the interface board. Unable to perform displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that his blood glucose level was 500 mg/dl. He treated his blood glucose level with a manual injection. The insulin pump had a blank display without a low battery warning. The display did not return after troubleshooting. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.